Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 205, 310 and 374 mg/dl. The customer stated she had obtained a result of 75 mg/dl and had contacted her doctor; doctor had advised customer to take her glucose tablets and orange juice, customer was fine afterwards. The customer¿s expected fasting blood glucose test result range is 120 -150 mg/dl; customer stated it was the same morning and afternoon. The customer feels well and did not report any symptoms. During the call, a blood test was performed by the customer fasting and produced test result of 282 mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 07/31/2025 and open vial date is 3 days ago. The meter memory was reviewed for previous test result history: result 1: 205 mg/dl, date: (B)(6) time: 08:50 pm fasting . Result 2: 310 mg/dl, date: (B)(6) time: 05:32 am fasting . Result 3: 374 mg/dl, date: (B)(6) time: 04:13 am fasting. Result 4: 176 mg/dl, date: (B)(6) time: 06:32 pm fasting. Result 5: 75 mg/dl, date: (B)(6) time: 10:55 pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4) . B2: adverse event report is being submitted due to customer contacting doctor due to meter result. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 13-aug-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.